Event description:
The user facility reported that during a diagnostic colonoscopy procedure, when electrocautery was activated to energize another company's hot biopsy forceps at a polyp site in the last 2-3 inches of the rectum, the sedated pt exhibited movement. The user facility reported that cracks had been noted on the distal end of the endoscope prior to the procedure. There was no pt harm.

Manufacturer narrative:
Olympus followed up with the user facility to gather additional info regarding this report, and was informed that the intended procedure was completed with the same device, and that the pt had been grounded at the time of the reported event. The device referenced in this report was returned to olympus for eval. The eval revealed the distal end cover was cracked and dented, and the unit failed insulation testing. The insertion tube was buckled below the boot. Additionally, the objective lens and the light guide lenses were scratched and chipped. Based upon the findings of the investigation, this phenomenon appears to be due to physical damage. The (B)(4) instruction manual advises users to inspect the device prior to use, and also states: warning: using an endoscope that is not functioning properly may compromise pt or operator safety and may result in more severe equipment damage. The device has been serviced and returned to the user facility.